Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown concentration and dosage via an implantable pump for intractable spasticity and stroke. On (B)(6) 2016, it was reported that the patient&#62688;catheter was blocked and no medicine was going to the spine in 2010. The patient followed up with the healthcare provider and the issue was resolved without surgery. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.